Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a cervical procedure at c6/7. It was found post op that the direction of right c6 pedicle screw was about 50% off from the intended direction. It is not believed that the incident is related to the implants. A revision surgery was performed six days post op. The malpositioned pedicle screw was removed from right c6, and a new screw was implanted at right c6 lateral mass. The revision surgery was completed successfully.